Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the pacemaker could not be interrogated. The device was not used, and no patient was involved.

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory. Product code was reloaded, and rf functionality was restored. Despite extensive testing, disabling of rf telemetry could not be reproduced. The device was otherwise normal.